Manufacturer narrative:
The troponin t hs stat reagent lot number was 176452. On the day of event ((B)(6) 2017), the customer was using calibration signals from (B)(6) 2017. The customer's calibration signals were significantly lower than the reference signals. The system released it as valid calibration. No significant alarms were identified in the alarm trace data. The customer's qc data from the beginning of (B)(6) 2017 show a + 1 sd recovery. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys troponin t hs stat assay (troponin t hs stat) on a cobas 6000 e 601 module. The initial troponin t hs stat result from an aliquot of the primary sample tube was 162.4 ng/l. This result was reported outside of the laboratory. The patient was treated with "3 anticoagulants/anti-platelet agent" and was admitted to the ER overnight for observation. The patient was not having symptoms. A new sample taken approximately 3 hours later and the results from an aliquot cup and the primary tube were both 35.74 ng/l. The original sample was repeated twice with results of 36.12 ng/l and 32.36 ng/l. On (B)(6) 2017 a new sample was obtained and the troponin t hs stat result was 24.91 ng/l. The initial result of 162 .4 ng/l was later amended to 32 ng/l. The patient was not harmed by the treatment provided. The current status of the patient is not known. The troponin t hs stat reagent lot number was 267654. The expiration date was not provided.